Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an infiltrate inferiorly on flap edge in the right eye (od) at a 3 day post op exam. The patient¿s comment was of feeling fine and seeing well. Oral antibiotics were prescribed to resolve symptoms. Pre-op: bcva from (B)(6) 2017: right eye (od) pre-op 20/20 -6.50 x -1.50 x 164; left eye (os) pre-op 20/20 -7.75 x -1.75 x 160.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.